Event description:
It was reported that a patient experienced heart attack and congestion coincident with peritoneal dialysis (pd) therapy. The cause of heart attack and congestion was not reported. On an unreported date, the patient was hospitalized for heart attack and congestion. The treatment and outcome of heart attack and congestion was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.